Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an error in the motor was detected by reading unexpected value from hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed pump error and led to frozen display. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test. However, pump error 37 alarmed during rewind test due to corroded motor home switch. Successfully downloaded history files and traces using thump software. Pump error 43 was found in history file on event date, (B)(6) 2025 10:46:14.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged pump error 43 confirmed. Pump error 37 alarmed during rewind due to corroded motor home switch. For additional information regarding the tests performed refer to (B)(4)-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.